Manufacturer narrative:
The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2020 until (B)(6) 2021(248 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. A detailed investigation report will be provided as soon as it is available.

Event description:
Berlin heart was contacted by the site to report a suspected membrane defect in the excor blood pump of a patient supported in the lvad configuration due to blood on the outside of the stabilization ring. The affected blood pump was exchanged in the clinic by trained personnel. The exchange was performed without complications and the patient is doing well.

Manufacturer narrative:
During initial visual examination of the returned blood pump, red-brown deposits were seen between the membrane layers, confirming the customer complaint. For further analysis, the pump was disassembled, and the membrane layers were individually tested. A leakage was detected in the blood-side layer, located at the edge region of the membrane layer. The air-side layer and the middle layer were found to be intact. Dried blood deposits were detected between the blood-side layer and the middle layer of the triple layer membrane. The thickness of the blood-side layer and the adjacent layer were re-measured at defined points. The thickness of the middle layer was found to be within specification at all defined points. At the time of re-measurement, it was determined that the thickness profile of the blood side layer was not homogeneous. The cause of the leakage in the blood-side layer was an inhomogeneity in the membrane thickness of this layer. If the thickness distribution across a single membrane layer is not homogeneous, there is the possibility that during pump function, the stresses in the material at the points of lower membrane thickness are higher than in the other areas of the membrane. In this case, this led to a leakage of the membrane at this location. To improve the homogeneity of the thickness of blood-side layer on excor blood pumps, the edge region of the blood side membrane had an increased thickness starting in 4th quarter 2019 as most defects in the blood-side layer occurred in the edge region. The blood-side layer membrane from this pump was produced before the introduction of this improvement.